Manufacturer narrative:
During the zoll san jose investigation on 11/17/2025, the thermogard console (sn: (B)(6)) failed the functional testing. The likely root cause was a failure of the cooling engine (ce) heater, possibly due to a faulty component. A visual inspection identified burn damage related to the complaint, including damage to the pca blower, p21 (power supply cable), j21 (pic16 cable), and p31 (ce wires). In addition, the iso3 solid-state relay on the pic16 exhibited current leakage, and the rear bracket showed no green led illumination during operation. The console failed functional testing because the ce blower fan operated at an abnormally high speed, producing excessive noise. These findings indicate a possible current leak or short circuit in the ce heating element circuit. Functional testing was stopped due to an overload current detected in both the heater and the system power supply circuits. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number: (B)(6).

Event description:
During the service performed at zoll, the thermogard console (sn: (B)(6)) failed the functional testing. No patient involvement.